Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced undesired nerve stimulation when they turned to the left to reach for something. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is no longer reportable.

Event description:
Based on information obtained, decision is not reportable as it was determined the ipg was unable to secure the lead with setscrew in the header. Leads were inserted on (B)(6) 2025 into new ipg.